Event description:
It was reported that during lap choly and liver cyst resection procedure when the surgeon went across the liver the sheath became hot and made a 4cm burn on the liver. The surgeon continued the case with no intervention and used a second device to complete the procedure. The patient is stable at this time and has required no additional intervention. Additional information received: patient is stable. Surgeon feels there is no issue with the liver as it was a superficial burn and blanching of the liver. The patient is fine-no adverse outcome-no medial intervention required. Surgeon saw her in my office today and is doing great.

Manufacturer narrative:
Information anticipated, but unavailable at this time.